Event description:
Related manufacturer reference#: 3006705815-2019-02034; 3006705815-2019-02035.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#: 3006705815-2019-02034; 3006705815-2019-02035. It was reported the patient never received effective stimulation from the scs system. Reprogramming was unable to resolve the issue. As such, the patient may undergo surgical intervention to address the issue.

Event description:
The patient has 2 systems scs and drg. This report pertains to the patient's scs system. Related manufacturer reference#: 3006705815-2019-02034; 3006705815-2019-02035. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, where the patient's drg leads were explanted and replaced (reference MFR. Report# 1627487-2019-09383 and MFR. Report# 1627487-2019-09384). The patient has effective stimulation following the procedure and the issue is resolved.